Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #01637697 returned meter evaluated with no defect found. Returned test strips evaluated and defect found. Final root cause investigation: rc-061 storage outside specifications. Rc-072 vial left open for an extended period of time. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo and 27 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the front room/living room. The test strip lot manufacturer's expiration date is 07/25/2020 and open vial date is 05/13/2019. The meter memory was reviewed for previous test result history: result 1: lo, date: 5/14/2019, time: 6:52am fasting; result 2: lo, date: 5/14/2019, time: 6:41am fasting; result 3: 27mg/dl, date: 5/14/2019, time: 6:39am fasting; result 4: lo, date: 5/14/2019, time: 6:33am fasting; result 5: lo, date: 12/1/2019, time: 1:00pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned products, but evaluation in-progress. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for lo blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of lo and 27 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the front room/living room. The test strip lot manufacturer's expiration date is 07/25/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).